Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), flail leaflet, chordal rupture and posterior mitral annular calcification(mac) for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was implanted at anterior and posterior leaflet 2(a2p2). The mr was reduced to grade 2. A second mitraclip was implanted lateral to a2p2. The mr was reduced to grade 1. Post deployment, single leaflet device attachment(slda) occurred from anterior leaflet. Additional mitraclip was deployed for stabilization of slda clip. Per the physician, the slda was due to difficulty in imaging due to mac. The final mr grade was 2+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the challenging patient anatomy (valve with mac over the posterior leaflet. Double flail due to chordal rupture on the posterior leaflet.) And difficulties visualizing the anterior leaflet. The reported poor image resolution was due to patient anatomy (mac that created shadowing over the leaflets.). The reported unexpected medial intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.